Manufacturer narrative:
Upon receipt, the device could not be interrogated properly. Therefore the device was opened to inspect the inner assembly and to check the functionality of the electronic module. The inspection revealed that one high voltage capacitor was damaged. This damage led to an elevated leakage current of that capacitor, causing a prolonged charge time as mentioned in the complaint description. In addition the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be flawless. In summary, the clinical observation resulted from a damaged high voltage capacitor. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
Rep contacted stating a concern over the charge time at an implant. Cap reform prior showed normal value. Induction test showed prolonged charge time, thought the patient was successfully converted. All other testing was normal. Asked the rep to perform a cap reform at predischarge. Charge timeout was noted. Decision to replace the device was made on (B)(6) 2014 - this device was returned for analysis.